Manufacturer narrative:
(B)(4) captures the reportable event of cutting wire broken. (B)(4) is being used in lieu of an adequate conclusion code for device not returned. The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was to be used in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During testing, prior to the procedure, it was noticed that the cutting wire was broken. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.